Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown dose and concentration (reported morphine at "about 3.81, including the maximum dose for the day with the ptm") via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient got the pain pump on (B)(6) 2013 and it didn't seem to take care of his neck pain. When the patient was "tested he had shots in different places". The shots that were higher seemed to have an effect on his neck. The caller stated that they made it sound like they were going to implant the pump in a place where it would affect his neck, but when they went to the doctor, the doctor told them the pump was implanted in the lumbar region and they would not put it up any higher. It was noted the pump may have had some effect, but the patient needed to take oral medication to cover the neck pain. It was confirmed all of these problems had been since implant. It was also noted the patient is "always hot and sweating" and they hadn't seen their doctor in a "year or two." No further complications were reported. Additional information was received from a consumer on 2019-oct-07. It was reported that the hcp had determined that the "lines were clogged" after they checked the system back in (B)(6) 2019. Since then, the patient had not been using the pump and they had not refilled it. The patient was to follow-up with their healthcare provider (hcp).